Manufacturer narrative:
To assist in root cause determination, sem analysis is routinely carried out on the fracture surface where there are incidents of fractured guidewire. Sem analysis will be scheduled when the device is returned. We will then complete our evaluation and submit a follow up report.

Event description:
A complaint was received on (B)(6) 2011 with the following text: "break the wire tip during recanalization."